Event description:
During a procedure, there was a noise issue on the ablation channel due to the velocity amplifier resulting in cancellation of the procedure. Instead of 50hz/20ms it showed as 8-10ms. When ablating, the signal would become unreadable. The procedure was stopped due to risk of an adverse event.

Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Evaluation testing was successful. Based on the information and investigation provided to abbott, the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
The healthcare professionals name was confirmed to be dr. (B)(6).